Event description:
The patient received a scs system. It was reported that the patient's charger is not working. A replacement charger and spacer kit was shipped to the patient. Attempts to seek for additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.